Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that allergic reaction occurred. A 7.0x40,75cm mustang balloon catheter was advanced to dilate the target lesion. During the procedure, angiography was performed with carbon dioxide. However, the patient had itching after the procedure. No steroid was administered. No further patient complications were reported.